Event description:
Eight days after starting invisalign clear braces, our son suffered his first ever tonic colonic seizure. He was put on the maintenance medication, keppra. While wearing the invisalign braces, he had an eeg which showed activity in the brain when triggered by light and exertion. He continued to wear the invisalign as directed. On (B)(6) 2023, he suffered a second seizure. Since that date, he has discontinued wearing invisalign and has been seizure free.